Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the setting instrument for the pole plug is broken. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the setting instrument has been returned for an investigation. The tip of the instrument is slightly bent and the clamp ring slightly loosened. Review of product documentation: device purpose: this device is intended for treatment. Conclusion: it was reported that the setting instrument for the pole plug could is broken. Based on the investigation the reported event can be confirmed. The tip of the instrument is slightly bent and the clamp ring slightly loosened. The investigation did not identify a nonconformance or a complaint out of box (coob). The most likely root cause leading to the bending of the instrument might be related to instrument design and / or conditions of use. A deep investigation was performed including the initiation of corrective and preventive actions and health hazard evaluation to assess the necessity of corrective actions and/or a field action. The CAPA investigation concluded the below root causes: surgeon has limited visibility of the plug during insertion with the straight setting device of revision d. The surgeon may not see when the pole plug is fully seated (leading to a potential deformation of the instrument tip). The described surgical technique is not always followed and the instrument has been misused. Both surgical techniques of the alloclassic cup and alloclassic it cup do describe the correct handling of the pole plug inserter. However, the descriptions of how to use the setting instrument are not fully aligned. A cad analysis showed that a potential minimal collision between the instrument and the acetabular cup may happen during the insertion of the pole plug. This collision may result in the instrument slightly separating from the pole plug, which may lead to a deformation of the setting instrument. Corrective actions related to the affected setting instrument have been implemented. These corrective actions include the following: the design of the instrument was improved and design revision e has been released on sept 22, 2020. The visibility of the surgical field was improved by flattening the tip of the straight setting instrument and the potential worst case collision/overlap between instrument and acetabular cup was eliminated. A surgical technique amendment was implemented. The descriptions of the alloclassic cup surgical technique was aligned with the description in the surgical technique of the alloclassic it cup. Alloclassic cup was released and is valid since sept 22, 2020. Evaluation and associated risk assessment showed that the probability of occurrence of harm is still within the given limits of the corresponding risk management file, and therefore is considered low risk. Based on this, zimmer biomet decided to not initiate an fsca for this product. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery while inserting pole lock the setting instrument for pole plug broke off. No surgical delay reported.